Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that two ar-2324pslc peek swivelock c anchors broke upon implantation. The broken anchor bodies were removed from the patient and discarded. The case was delayed briefly, and a replacement ar-2324pslc peek swivelock c anchor was opened and used without issue. No additional anesthesia was administered, and no adverse effects were reported. This was discovered during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was provided on (B)(6) 2025: the bone quality was assessed as good, and the silver 5.5mm (ar-1927pb) punch was used before insertion of the implant.